Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that battery life estimation decreased from 2.8 year to less than 1 year within 60 days for no apparent reason. Premature battery depletion was suspected. The device and the patient will continue to be monitored.